Manufacturer narrative:
Carefusion complaint #: (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the vela ventilator, the device had an unresolved transducer fault alarm. The customer attempted pressure transducer calibrations but they failed. The customer reported that there was no patient involvement. The customer has ordered a main printed circuit board (pcb) as a possible resolution and plans to repair the device themselves.